Manufacturer narrative:
F10 continued: international medical device regulators forum (imdrf) adverse event reporting. Health effect - clinical code: 4582 no clinical signs, symptoms or conditions. Health effect - impact code: 4607 hospitalization or prolonged hospitalization. Medical device problem code: 1408 poor quality image. Component code: 866 lenses. Pentax medical emea region performed a good faith effort to gather additional information regarding this event and responded via email on 15-jul-2025. - was this a bleeding case? Or did bleeding occur during the procedure, resulting in a situation where blood was likely to adhere to the distal tip of the scope? No. This was not a bleeding case. - after the image turned orange, did the image become dark? Yes. - could you please describe more specifically what is meant by "a situation just short of perforation"? The structure of the intestinal wall became unclear, and the distal end of the scope was pressing against the intestinal wall, meaning physical force was applied. - what was the reason the patient required 24 hours of observation? Physical force was applied to the intestine, so delayed effects needed to be monitored. - according to the IFU, if an abnormality is observed in the endoscopic image, the angulation should be released and the scope should be withdrawn from the patient. In this case, despite the abnormal image, was the scope not withdrawn? The scope was withdrawn. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 02-jul-2025, pentax medical became aware of an event involving a pentax medical video colonoscope model ec38-i20cm, serial number (B)(6) in france within the emea region. During the endoscopic procedure, the endoscopic image appeared orange. As the situation was close to intestinal perforation, the patient was hospitalized for an additional 24 hours for observation. No health damage to the patient has been reported. In the image provided by the customer, contamination was observed on the illumination lens. The endoscope was inspected at pentax medical, and cleaning of the lcb was performed. The processor used in combination had not been updated with the software related to the light limit mode at the time of the event, but the update was applied later. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Correction information: b4: date of this report, b5. Refer to h11, f7: follow up #01, f11: updated dates, f13: updated dates. Additional information d4: primary unique device identifier (UDI), f9: age of device, h11: evaluation summary: the event that occurred is a red image. Based on the investigation, a potential root cause of this failure is that blood or organic matter inside the body adhered to the light cover glass at the tip and coagulated due to the thermal energy of the light. Such blood or organic matter staining caused the image to appear red/orange. A definitive root cause of the reported issue could not be identified. A corrective and preventive action (CAPA) is currently underway to address this issue. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was manufactured at pentax medical miyagi on 20-may-2024 under normal conditions. During the process inspections, rework was performed to replace the c-part due to bad instigation. It was also confirmed that a specially approved component was used in the product, and this does not affect safety. The dates of approval for shipment and the actual date shipped were confirmed on 27-jun-2024. Remedial action this event is currently undergoing remedial action under fca report 2518897-01/20/2025-001-c. Please refer to the fca report for details on the root cause investigation and corrective actions. The remedial action includes revisions to the instructions for use (IFU) and enhanced user warnings. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Refer to h11.